Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated into my intestine/my left coil penetrated into the intestine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("coil migration to my uterus"). Essure treatment was not changed. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device dislocation and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media content received: previously reported event coil migrated into my intestine was updated to coil migrated into my intestine/my left coil penetrated into the intestine. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated into my intestine/my left coil penetrated into the intestine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("coil migration to my uterus") and pelvic discomfort ("feel like there is a baby kicking"). Essure treatment was not changed. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and pelvic discomfort to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device dislocation and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media: new event feel like there is a baby kicking was added.reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated into my intestine') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion ("coil migration to my uterus"). Essure treatment was not changed. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : device dislocation and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.